Event description:
It was reported that a ventilator was entering an inoperative condition. The ventilator was not being used on a patient at the time of the reported event. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
The covidien customer support (cse) evaluated the device and verified the reported issue. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), which resolved the reported issue. (B)(4).